Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 16-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports inaccurate feeding during testing.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of inaccurate feedings during testing. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.